Manufacturer narrative:
This report is submitted on march 07, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use and a subsequent reduction in clinical benefit, resulting in the decision to explant. The device was explanted (date not reported) and the patient was re-implanted with a new device.